Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported complaint. The instrument was found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Further investigation found thermal damage at one of the grip cable grooves on the bipolar yaw pulley. In addition, the instrument was found to have an excessive amount of dried, white residue on the clamping pulleys for input(s) 6 (grip) and 7 (grip), located inside the backend of the instrument. The instrument failed the electrical continuity test, indicating an interrupted electrical pathway between the instrument pins and grip tips. The continuity test was performed on each grip and current flow was not detected across one grip tip. There is no obvious damage to the conductor wire(s). The complaint was confirmed based on the failure analysis.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, fenestrated bipolar forceps (fbf) instrument cable was broken. No fragment fell inside the patient. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: there was no patient injury. No arcing was observed during the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the initial findings of broken grip cable. The instrument failed the continuity test. The instrument was disassembled and upon doing so, it was observed that there was a pinch in the conductor wire indicating a break. The section of the pinch was cut and it was confirmed there was no wire connection inside. The conductor wire was found to be broken on the distal end, inside the main tube, just past the wrist of the instrument. The complaint was confirmed based on the failure analysis.

Event description:
Refer to h11 for follow-up information.